Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had fingerprint scanner failure. A field service engineer re-installed the driver and restarted services and discovered that the pc had a fan that was not spinning properly then deleted the device, and let windows re-registered the device to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis ciisafe had fingerprint scanner failure. There was only blue light showing. The customer rebooted a few times, but this did not resolve the issue. The customer added that they were able to remove the med from another station and there was no prolonged delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had fingerprint scanner failure. A field service engineer re-installed driver and restarted services to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe had fingerprint scanner failure. The customer added that they were able to remove the med from another station and there were no pro longed delay. There were no adverse events or injuries reported based on this event.